Event description:
A customer reported that ultrasound stopped working during a cataract procedure. The system was switched out to complete the case. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and indicated the phaco handpiece was not recognized by the system. The company rep replaced a phaco controller - printed circuit board (pcb) assembly and laureate footswitch. The company rep then tested the system. The system met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined conclusively. (B)(4).